Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f38 alarm (malfunction in tube misloading detection circuitry). The alarm was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during functional testing and review of the alarm logs. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.